Manufacturer narrative:
E1: (B)(6) hospital. Captured here due to character limitation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had stripes in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e1 (fax number), h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: diffraction picture, rainbow stripes a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was damaged and therefore there was a diffraction picture, rainbow stripes. Cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.